Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Consumer states chair intermittently has a hard time turning right or left and sometimes he will be going straight and the chair will move to the right or left on its own without command and this has caused him to run into the wall or doorway.